Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8 590-1, lot # n172163, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported there were multiple motor stalls and recoveries. It was unknown if the patient recently had a magnetic resonance imaging (MRI). A motor stall occurred on (B)(6) 2015 at 19:32 with a stopped pump period may exceed tube set message on (B)(6) 2015 at 19:32. A motor stall recovery occurred on (B)(6) 2015 at 04:21. A motor stall occurred on (B)(6) 2015 at 08:29 with a stopped pump period may exceed tube set message on (B)(6) 2015 at 08:29. The patient was scheduled to see a neurosurgeon on (B)(6) 2015 for evaluation and possible pump replacement. The patient was currently on a fentanyl patch for pain control. The patient was recently hospitalized f or unrelated abdominal issues. The patient had had very few symptoms. The patient reported a little twitching in her legs and being a little uncomfortable about a week prior to the date of this report. Follow-up was being conducted to obtain further information surrounding the motor stalls, persistent medical history, the drug being infused via the pump, and other medications the patient was taking at the time of this report. If additional information is received, a follow-up report will be sent.